Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple alarms and occlusion alarms occurred. Additionally, it was reported that the customer disliked the bolus menu as mistakes in entering the carbohydrate value into the units were often made. There was no reported adverse impact to the customer's blood glucose level. Customer declined troubleshooting the reported issues.